Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. There was no activity outside normal use observed in the black box or download history. The pump history revealed that the basal program was active. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. The pump was exercised for 24 hours at 2 units per hour, the total daily dose for testing period revealed 48 basal units delivered. The pump was found not to change basal settings during testing. No delivery related defects were found during testing.

Event description:
It was reported that on (B)(6) 2012, the patient obtained a blood glucose reading of 53 mg/dl and she experienced the symptom of shaking. The patient administered self-treatment by consuming food, and felt better afterwards. She did not seek any medical attention. The patient reported the current basal setting displayed on the pump was incorrect at 0.00 units/hour. During the troubleshooting telephone call, it was determined the patient had incorrectly added an 8:00 pm basal setting and her 12:00 am basal rate was incorrect. The customer technical support representative successfully talked the patient through correcting the basal settings in the pump. The patient's technique was incorrect in that she changed her basal settings. However, as the patient suffered blood glucose levels and symptoms suggesting severe hypoglycemia after the pump issue occurred, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.